Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out of range shock impedance measurements after the synchronous shock after the implant procedure. After this impedance has been under 30 ohms. X-rays were performed which showed a chronic pulmonary infection, it was determined that this was the root cause of the issue. At this time, no changes have been performed. This system remains in service. No adverse patient effects were reported.